Event description:
It was reported that this pacemaker device was found in safety mode. The patient was not dependent on this pacemaker system. The plan was to have this device replaced. The device currently remains in service. No adverse patient effects were reported.